Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported via medwatch the EKG alarms were not alarming at the central nurses station. It was reported the patient was having arrhythmias and alarms were not provided or delayed. No additional details were provided.

Manufacturer narrative:
H10:the cause of the reported problem cannot be determined as the device has not been evaluated and no additional information was provided. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. In the event that the device is returned for evaluation and/or additional information is obtained, this complaint file will be reassessed and updated accordingly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.